Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the trip wire was secured and the slack was taken up correctly. The suture thread presented nine knots. The ligator head returned with three bands attached and were moved out from their original position. Microscope examination was performed and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. According to the evidence found during the product analysis, it was found that the suture thread presented 9 knots. Since the suture had extra knots it is most likely that this could have affected the process of deployment by causing difficulties to release the knots from the teeth and damage to the ligator head teeth. These knot related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. An investigation to address this problem is in progress. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the physician deployed the bands and the bands twisted together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation of internal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the physician deployed the bands and the bands twisted together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.